Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical device: guide wire: sion. Guide catheter: heartrail 2 jl4. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4).

Event description:
It was reported that the procedure was to treat a moderately calcified and 90% stenosed proximal left anterior descending artery. Pre-dilatation was performed with a 2.5 x 15 mm non-abbott balloon catheter which could not be inflated enough. A 3.5 x 12 mm nc traveler balloon catheter was advanced for additional pre-dilatation when the balloon ruptured during the first inflation at 6 atmospheres. A 3.5 x 10 non-abbott balloon catheter was successfully used to complete pre-dilatation and a 3.5 x 20 mm non-abbott stent was deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.